Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.injury.2016.05.019 this report will be amended when our investigation is complete.

Event description:
It is reported that 39 patients experienced symphysis pubis construct failure.

Manufacturer narrative:
No revision was indicated. No devices or photos were received; therefore, the condition of the components is unknown. The part and lot numbers are unknown. The devices are used for treatment. Based on the order running complete, it is believed the part was conforming when it left zimmer biomet. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. A definitive root cause cannot be determined with the information provided.